Event description:
The customer reported that the system would not flour correctly. The fe reported the system locked up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted and the generator and flour functions board were replaced during the service call. The system was tested and found to be working as intended and put back into service.